Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (alarms/messages not audible) has been confirmed. The cause of the inaudible alarms/messages was a result of a defective speaker module. The root cause of the defective speaker cannot be positively identified. In addition, the reported problem (response buttons not working) was also confirmed. Upon receipt, the monitor was found to have defective response buttons. The cause of the defective front response button was a damaged flex circuit tail. The root cause appears to be an assembly error. The flex circuit was inadvertently creased beneath the display enclosure. No adverse event resulted from the defective monitor.

Event description:
A (B)(6) male pt called into zoll lifecor customer support to report that messages and alarms were not audible and his response buttons were not working. The pt received a replacement monitor.